Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range shock impedance in the right ventricular (rv) channel measuring greater than 125 ohms. The plan is to continue monitoring the patient. No adverse patient effects were reported. This ICD and rv lead remains in-service.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an alert for high out of range shock impedance in the right ventricular (rv) channel measuring greater than 125 ohms. Boston scientific technical services recommended adjusting the shock impedance measurement limit higher. The plan is to continue monitoring the patient. No adverse patient effects were reported. This ICD and rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.